Event description:
Information was received from a patient, receiving morphine (unknown) via an implantable infusion pump for non-malignant pain and back pain with leg pain, regarding an external device. The patient reported they were having issues with the communicator or the handset to control the bolus. The patient stated that it is not reading the pump and they have to move around sitting for 10 minutes, then it is 'not retrieving anything'. The agent on the call asked, and patient confirmed the handset gets stuck at 90% and sometimes sticks at 10%. The agent was unable to get an event date as they were trying to keep the patient focused. The agent walked through clearing the data on the handset and the patient was able to connect to the pump without a lag issue. The patient stated they do not know how many boluses per day they have because they 'haven't been using it', are on surgery protocol, and haven't been using it because of this issue of it being 'broken'. The patient will monitor the lag issue and call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID a820: product type software version 2.0.1700 section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.